Event description:
It was reported that an ilet user experienced prolonged high glucose after announcing a dinner meal and then announcing additional meals to obtain more insulin. The user had used meal announcements as a correction method, which the agent advised against to prevent maladaptation. After a high glucose alert during sleep, the user changed the insulin supply, and no cartridge leak, air bubble, or damp infusion site was observed. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to using meal announcements to correct elevated blood glucose, with no device problem found and the involved component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.